Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that before implant procedure, the helix was unable to retract. The lead was not implanted.